Event description:
Info was received from a pt with a history of osteorthritis. The pt received three injections of synvisc to both knees three days. When the pt saw the physician for the third injection, pt was told that the right knee was slightly swollen. After the third inject, the right knee became more swollen and painful. The physician aspirated synovial fluid twice from the right knee (dates and amounts unknown). The symptoms were treated with cortisone shots, anti-inflammatories (type and dose regimen unknown) and percocet (does regimen unknown). At the time of this report, the pt is still experiencing some pain in the left knee and still cannot walk.